Event description:
Reporter stated that back to back tests performed on rptr's surestep meter were 279 and 219 mg/dl (24% difference). No symptoms were reported. The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.